Event description:
It was reported by the patient's son that beeping tones were heard every four hours from the patient's implantable cardioverter defibrillator (ICD). Technical services discussed a lead integrity alert and referred the patient to their physician. Additional information was received from a clinician that an alert was triggered for high svc impedance >200 ohms. Impedance was variable. Lead vector was reprogrammed (svc programmed off). Defibrillation thresholds were not retested. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 5076-52 lead implanted: (B)(6) 2007; 5076-58 lead implanted: (B)(6) 2011.